Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture via MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed as fold flaw opening. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture via MRI. Device has been explanted and replaced with non allergan.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported, left side "rupture. Via MRI". "Capsular contracture, grade 4". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 01jun2024.

Event description:
Patient reported left side rupture. Device has been explanted.